Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic pain(severe)") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1999, (B)(6) 2004, (B)(6) 2007, (B)(6) 2011), premature delivery in 2004, chronic kidney disease in 2007, renal dysplasia in 2007, asthma, anemia on (B)(6) 2011, seizures on (B)(6) 2011 and vaginal delivery on (B)(6) 2011. Concurrent conditions included body mass index normal, fibroids since (B)(6) 2016, adenomyosis since (B)(6) 2016, allergic reaction to analgesics, penicillin allergy and menometrorrhagia since (B)(6) 2016. Family history included diabetes (father, mother), renal disease (father, child), hypertension (mother) and breast cancer (mother). Concomitant products included antibiotics. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy (partial) and bilateral salpingectomy to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, migraine, headache, dysmenorrhoea, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, genital haemorrhage, headache, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain most recent follow-up information incorporated above includes: on 6-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication, historical and concomitant conditions, historical and concomitant drugs, new events migraine, headache, dysmenorrhea, weight increased and abdominal pain added. Outcome for the event pelvic pain added as recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report